Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. The field service engineer followed up with customer regarding the communication issue reported. Fse conducted multiple conversations with the customer and performed several remote dial-ins to the station to test and verify that the connection issues had been resolved. The customer confirmed the issue was resolved after the remote fix was completed. No onsite visit was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was in disconnected mode. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.